Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's implant had turned off by itself 3 times in the last 4 months and that they did not even know it was happening. Patient stated that they passed a kidney stone, so they had an appointment with their urologist in (B)(6) 2018. While they were at the doctor's office, their device was checked and patient was asked if they knew that the ins was off. Patient had no idea that the ins had been off and they did not know how long the ins had been off for, but that the battery life was still good. It was mentioned patient's ins would last 4-6 years. Patient stated that they checked the ins with the sync button and that they did not use the programmer often, and kept batteries out of the programmer when they were not using it. Patient knew the ins was off in those instances because when they checked their programmer, there was no lightning bolt on the ins icon. No symptoms or further complications were reported.